Event description:
Patient stated "she felt something pop down there." She pointed to vagina. At that time nursing assistant present in room and three way foley came out without bulb (to hold into place) not intact. No visualization, no other pieces found. Doctor notified. On next a.m. In cystoscopy, bulb pieces removed from bladder.